Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during alaris device assessment, pump module was identified with surface contaminants on the male iui connector and a dent on the lower, left corner of the rear case. This was observed by bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of surface contaminants on the male iui connector and a dent on the lower, left corner of the rear case was not confirmed or replicated as the suspect device was not returned. The devices were not able to be inspected as they were not returned for investigation, however, during a consult visit, the associate observed the suspect device with surface contaminants on the male iui connector and a dent on the lower, left corner of the rear case. A review of the error logs showed sixteen (16) instances of error code 240.4150.5 (sensor_broken_high_failure) recorded on (B)(6) 2025, from 3:27 am to 3:48 am. Bd alaris¿ channel error tip sheet, states, a channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. Bd alaris¿ best practices cleaning tip sheet, states, use iui connector covers during cleaning to prevent damage to the iui connectors. Use of a damaged device can result in patient harm. Inspection of iui connectors is required. Damaged iui connectors can result in incorrect device operation. Use of a damaged device can result in patient harm. There was no report of patient involvement. Root cause: the root cause of the reported surface contaminants on the male iui connector and a dent on the lower, left corner of the rear case could not be determined from the returned information alone. Note that this report lists imdrf annex a0709, a1801, g02017, g0301204, c02, c23, d11, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that during alaris device assessment, pump module was identified with surface contaminants on the male iui connector and a dent on the lower, left corner of the rear case. This was observed by bd representatives during their site visit. There was no patient involvement.